Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported four bd insulin syringe(s) with bd ultra-fine¿ needles had mismarked scaling and the rubber stopper was not straight. There was no report of serious injury or medical interventions.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #7093650. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification noted for high zero lines. There were five (5) notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.